Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the teflon released (tissue pad). Another like device was opened to complete the procedure. There was no patient consequence reported.